Event description:
ICU patient was on an insulin drip. The pump was programmed in error at a rate change to 105 units per hour instead of 1.5 units as ordered. Patient became tachycardic and diaphoretic. Patient given d50 per protocol. Patient blood sugar had dropped to 36. Patient recovered from low blood sugar with intervention.